Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have received excessive no delivery alarms. Customer's blood glucose was 474 mg/dl and was treated with 40 units of manual injection. During troubleshooting it was found that customer received a weak battery and battery out limit alarm and was not able to clear. Customer reported that bolus wizard was not set up on new pump and had been doing manual bolus. Customer was assisted in performing a 5.0 unit manual prime and plunger push. Insulin did exit and customer was advised that insulin pump was working as designed.